Manufacturer narrative:
According to the customer, on (B)(6) 2024, during a "tissue recovery" the bag that was used for "packaging of tissue" caused the "contents to spill out" because the "heat seal gave out". The customer reported the tissue was "discarded" due to the reported incident. The customer reported there was no serious injury, medical intervention, or follow-up care related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024, during a "tissue recovery" the bag that was used for "packaging of tissue" caused the "contents to spill out" because the "heat seal gave out".